Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on and the button eventually stopped working. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.